Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged during the implant procedure and was explanted the next day. This lead is no longer in service and was replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation revealed that the tip of this lead was intact and undamaged. No other tests were performed. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This lead met specifications.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.